Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered numerous inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) in the ventricular fibrillation (vf) zone. The episode occurred four days post implant. As a result, the patient was hospitalized to optimize medical therapy. The health care professional (hcp) suspected the shocks were a result of the patient condition rather than device related. As such, there has been no further request for boston scientific support with this case from the hospital. No other adverse patient effects were reported, and this device remains in service.